Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the pump battery "must be charged more which has lead to the pump shutting down". Also it was reported that the pump's usb port was loose, causing the customer to "wiggle the cable to get it to charge". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.